Event description:
Customer reported the panorama central station's display had no video output, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative replaced the power distribution board. Unit was calibrated and safety tested to factory specifications.